Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). The electrogram showed what appeared to be electromagnetic interference on the implantable cardioverter defibrillator (ICD) during the high rate non-sustained episodes. Follow up with the physician's office indicated that no reprogramming was done. The lead and device remain in use. No patient complications have been reported as a result of this event.